Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. No code available (3191) is used to capture device revision and replacement.

Event description:
Patient was revised to address loosening of the tibial component. Loosening interface occurred at the cement to implant.

Manufacturer narrative:
(B)(4). This report pertains to two instances of the same product. Concomitant med products: attune ps fb insrt sz 6 5mm tibial insert component; attune ps fem rt sz 6 nar cem femur component; attune fb tib base sz 5 cem tibial tray component; attune medial dome pat 32mm patella component; smartset gmv 40g us eo bone cement (x2). Initial reporter occupation: non-healthcare professional: attorney.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 03-apr-2021. No new information received regarding this individual device indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 20 september 2019. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Total qty released: (B)(4). Expiry date: 31-may-17.

Manufacturer narrative:
Product complaint # (B)(4). Corrected: d2b (procode). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: evaluation codes patient code: no code available (3191) used to capture the medical device removal. Corrected: patient identifier, description of event or problem.

Event description:
The patient underwent a right knee revision due to pain. Pre-operative work-up indicated possible loosening, however, there was no indication of loosening within the revision operative note. All components were revised. Two depuy cement products were used during the primary operation. It is indicated in note a-1280104, the report for the cement ip pertains to two instances of bone cement, and the medwatch report indicated this as well. Doi: (B)(6)2015. Dor: (B)(6)2017 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Date received by manufacturer-it should have read as: 9/4/2018.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component. Loosening interface occur at the cement to implant. Cement manufacturer is from depuy.